Event description:
It was reported the patent's inflatable penile prosthesis (ipp) was replaced due to fluid loss. The patient reported having discomfort on the left side of the penis and that the device was no longer pumping up.